Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Additionally, no physical damage was confirmed at the place where the foreign material remained. The root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to wear and tear with customer mishandling. The event can be detected/prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, other issues found included due to deformation of the suction cylinder, suction valve cannot be connected smoothly, adhesive around the light guide lens had a crack and there was adhesive around the objective lens that had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that residual liquid was inside the distal end. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.